Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel coarse error. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information received indicated there was no patient injury associated with this event.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken on the bottom case and plunger case. The device had a chipped out on lower left front corner of top case and a cracked on right plunger case. The device event history log had a check clutch/plunger lever message. The technician performed an occlusion test. The reported issue was confirmed. There was a check clutch error was found at occlusion test. The root cause of the reported issue was found to be a combination of both clutch halves and lead screw were slipping during occlusion test caused by normal wear. Replaced lead screw and both clutch halves.